Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014, that upon sensor pod removal, patient's mother was unable to locate sensor wire. Patient's mother did not report patient experiencing any additional comfort at the insertion site.at the time of contact with dexcom technical support, no medical intervention or injuries were reported.